Event description:
It was reported that pump touchscreen was cracked, unreadable, and not responding to touch. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.